Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection found the inner sheath has a broken insulation beak (tip). The broken portion of the beak is approximately 4 mm long and the broken isolation beak was not returned for investigation. There was no evidence of physical damage on the tube of the inner sheath. This type of damage is most likely to happen when the isolation beak has impact damage by extremely strong forces, which may cause it to break off. The instruction manual warns users: ¿do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure a portion of the resectoscope inner sheath tip broke off and fell inside the patient. The broken tip was recovered from the bladder. The procedure was completed with the same device. No patient injury was reported.